Manufacturer narrative:
The patient's meter and test strips were provided for investigation where they were tested using retention controls. Two vials of strips were returned: vial #1 lot #58517213 roll #103 vial #2 lot #58517213 roll #948 vial #1 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 4.9 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged could not verified in the meter¿s patient result memory due to the meter memory having been erased prior to arrival for investigation. The doctor's meter and test strips were not returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from (patient's) coaguchek xs meter, serial number (B)(4), compared to a doctor's coaguchek xs meter. The serial number of the doctor's meter was not provided. The result on the doctor's meter was 4.1 inr. The result on the patient's meter was 2.6 inr. The results were taken within minutes of each other using different fingers. The patient's therapeutic range is 2.5-3.5 inr.